Event description:
It was reported that the patient was brought into clinic, as an electrocardiogram showed they may be oversensing and not pacing at their lower rate limit. Interrogation revealed post paced t wave oversensing. Programming changes were made. No additional oversensing was observed after programming. There were no patient symptoms due to the oversensing. The patient was to continue being monitored from home. The patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.